Manufacturer narrative:
H4: the lot was manufactured between november 07, 2023 and november 08, 2023. H11: the device was received for evaluation. A visual inspection was performed, and the reported issue of leakage was not easily identified. Functional leak testing was performed, and a leak was identified from the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, is most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was discovered in the hospital prior to use. There was no patient involvement. No additional information is available.